Event description:
The physician informed distributor that a pt with an automatic implamntable cardioverter defibrillator (aicd) received inappropriate shocks. The physcian performed an invasive procedure to evaluate the system and found that the lead had a insulation fracture. The physician repaired thelead and the lead remains implanted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.